Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information and assistance from technical support to reset the pump, after which the malfunction did not recur. Technical support later determined customer was able to resume insulin and restart cgm.